Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. Review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter was tied in a small loop with suture. Catheter material was kinked under the sutre. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. No device failure was observed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Probe shows wrong,unnatural numbers between 50-60mmhg. Explanted and put in a new one which show exact numbers between 10-15. Please check this probe. On (B)(6) 2016 per affiliate: "not intraoperative. After implantation. Probe shows wrong,unnatural numbers between 50-60mmhg. Explanted and put in a new one which show exact numbers between 10-15. Please check this probe. They implant a new probe which goes shows right numbers. Consequences to the patient is that they implant a new one. They gave us the probe. Send to the (B)(6) compliant team."